Event description:
A report was received in 2002 regarding a memorylens which was implanted in 1917 in the pt's right eye, which lens has opacified. The dr explanted and replaced the lens in 2002 with no reported complications. Corneal status post-op reported as clear and prognosis reported as good.